Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: the shaft of the returned instrument was confirmed to be broken at the extremity. Functional inspection: unable to perform functional inspection. Device history review: no relevant deviations were reported during manufacturing. The outer shaft units complied with dimensional and appearance specifications prior to release. Material and hardness certificates were in order. Conclusion: the distal threaded tip of the returned reflex-hybrid quick turn insertion driver inner shaft was confirmed to be broken. No anomalies that could be associated with the breakage were reported during the manufacturing of this batch. In previous investigations for similar event with this instrument, the primary cause of breakage was user related. Predicted failure occurrence has not been exceeded.

Event description:
It was reported that, "tip of threaded inner shaft of reflex hybrid driver broke off in screw."

Event description:
It was reported that, "tip of threaded inner shaft of reflex hybrid driver broke off in screw."